Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) walked the customer through removing scope and burping port to clear guided toll change. The customer installed scope again and issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to the guided tool change being engaged, registering the earlier selected orientation to be in effect.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced reversed and mirrored controls. Prior to contacting the technical service engineer (tse), the customer had reseated the endoscope, which did not resolve the issue. The tse then guided the user to remove the endoscope and burp the port to clear the guided tool change, after which the endoscope was reinstalled, and the control issue was resolved. The customer continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported.